Event description:
Dealer called to report that out of box front right caster has bad bearings.

Manufacturer narrative:
Training workers, avoid non-conforming production being used responsible person: (B)(4) date: (B)(4) 2015. Training f.q.c, make sure all wheelchair were fully inspected before packed, avoid n,g productions being sent out responsible person: (B)(4) date: (B)(4) 2015.